Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 162mg/dl. A test bolus was delivered, while the customer was disconnected from the pump, and no insulin was observed dripping out of the cartridge pigtail and no occlusion alarm occurred during the test bolus delivery. After performing a complete supply change, insulin deliveries were successfully resumed.